Event description:
It was reported that the customer was over blousing/rage bolusing. The customer's blood glucose (bg) level subsequently decreased to 44 mg/dl. Customer consumed carbohydrates to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.